Event description:
During a midline PICC placement, the 0.018 inch guide wire from a bard powerpicc (ref: 3275155, lot # recr2478) broke and unraveled in right axillary vein of patient. The doctor then utilized a snare to retrieve the entire wire.